Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿geometry movements are not available¿. Review of the log file showed ¿geometry errors and warnings¿. Which confirmed the malfunction of the system. The philips engineer replaced bodyguard interface box replaced, bodyguard adjustment performed, and created backup. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that there was a geometry error and the table was floating. The issue was found during clinical use and after restarting the system the procedure was terminated. No harm has been reported to philips.